Event description:
It was reported that the patient was not getting much pain relief from the spinal cord stimulator (scs). The patient turned off the scs device and did not notice much of a difference. The patient underwent a procedure where the scs system was removed. Post operatively, the patient was recovering as expected. The devices will not be returned as they were disposed by the customer.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5025005 brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5012569 brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5025260.